Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital for a scheduled right atrial lead revision. The lead had exhibited chronic high thresholds the physician had difficulty removing the lead but after a 6-7 hour procedure, the lead was explanted and replaced. The patient did not experience adverse events as a result of the lengthy procedure. The patient was in stable condition and would continue to be monitored.